Manufacturer narrative:
Unit passed displacement, and active current measurement tests; it failed sleep current measurement test. After further review of the unit¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, the sleep current measurement decreased, but it still remained high out of spec. The high sleep current measurement appears to be due to a problem with the electronics. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.